Event description:
The customer reported that during a patient event, their device was powering off and on by itself. The device user at the time of the event attempted to change the batteries out but the device was still exhibiting the same reported power failure. There was no report of any adverse effects caused to the patient as a result of the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio observed that one of the battery connector pins was bent which led to the reported failure. Physio then replaced all four (4) battery pins and proper device operation was observed through functional and performance testing. The device was then returned to the customer for use.